Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a current monitoring of voltage 3.13v and 7.2 second charge time. The device was implanted 10 months ago. The device is under advisory for premature depletion. A disc for analysis will be sent.